Event description:
It was reported that; the cervical malpositioned after surgery.

Manufacturer narrative:
Based on the x-ray image provided it appears that the rod has fractured. Final supplemental will be provided once the investigation has been completed.

Event description:
It was reported that; the cervical malposition after surgery.